Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.

Event description:
A report was received stating that the device was in use with the pt for approximately two weeks when one of the eyelets was observed torn. An emergent tracheostomy tube change was reportedly required.